Event description:
The customer reported that the channel is not entering correctly during a diagnostic gastroscopic procedure involving the olympus gastrovideoscope. The procedure was completed using the same device. There was no patient injury reported.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.